Manufacturer narrative:
The lot number of the device is unknown; consequently, the manufacture and expiration dates cannot be determined. Info supplied in section f was completed by the manufacturer based on info obtained from the complainant. The complainant indicated that the device was implanted and will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.

Event description:
It was reported to boston scientific corporation that midway through a vaginal suspension procedure using an uphold vaginal support system, the patient was apparently not fully anesthetized, because she coughed. The physician noted that patient's cervix did not seem to be in a corrected position following placement of the uphold mesh. He said the patient is heavy-set, and he suspects because of the strain of the coughing and the excess abdominal weight, the uphold mesh leg did not hold in the sacrospinous ligament. As a result of the suspected failure of the uphold device, the physician performed a paravaginal repair at that time. The patient is reportedly "fine" post-procedure.